Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm, navitor valve was selected for implant using a large flexnav delivery system (ds). The patient's femoral was reportedly very calcified so shockwave was performed and a 14fr, unspecified introducer sheath (is) was inserted with a lot of friction. During the procedure, the ds was unable to be advanced after multiple attempts and it was kinked. Vascular dissection had occurred around the common iliac, and a surgical intervention was performed to treat the condition. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The procedure was abandoned and the patient was in a stable condition. No additional information was provided.